Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured on calcified calcium. Therefore, the product was unavailable and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. Neither button #1 or #2 had been pressed. The device was prepared and used in accordance with the instruction for use (IFU). The device was used in a percutaneous transluminal angioplasty using an antegrade approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The device was stored per the instructions for use (IFU). The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured on calcified calcium. Therefore, the product was unavailable and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. Neither button #1 or #2 had been pressed. The device was prepared and used in accordance with the instruction for use (IFU). The device was used in a percutaneous transluminal angioplasty using an antegrade approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The device was stored per the instructions for use (IFU). A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connected to the device. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was received in its manufacturing position fully covered by the sealant sleeves and no damages were observed on sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU) was conducted. The findings indicated a balloon leak in the ballon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. This type of tear is typically observed when the balloon comes in contact with vessel calcification. Access site vessel characteristics possibly contributed to the balloon rupture reported, since it was reported that the balloon ¿ruptured on calcified calcium¿. According to the mynx control IFU, which is not intended as a mitigation, the safety and effectiveness and the mynx control vcd has not been established in patient populations with clinically significant peripheral vascular disease, such as calcifications, in the vicinity of the puncture site. Procedural factors and/ or handling process may have contributed to the failure as reported. This product analysis suggests that the failure experienced by the customer is not related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.